Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, it was noticed that the black guide catheter was stripped, and the push catheter was coiled and kinked. The stent was successfully implanted, and the procedure was completed. The push catheter became destroyed in the process. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.